Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized and taken to urgent care overnight due to high blood glucose on (B)(6) with blood glucose of 517 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with intravenous fluids and insulin shots. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did allege insulin pump was under delivering and reason was getting high when already did bolus. Customer experienced symptoms such as nausea and vomiting and heartburn. The insulin pump and reservoir will not be returned for analysis.